Event description:
It is alleged, that the pressure monitoring set infused at an increased rate. The reporter stated that this pt had an arterial line placed, and they had noted that within 24 hours, the 250 cc bag of heparin was empty. The nursing staff replaced the set and bag and noted "6-8 hours" later, that the bag was empty again. The pt required bagging for an "air embolus" and increased monitoring. The reporter is unsure if the event was related to the suspect medical device. The reporter stated, that they tested the child's ptt, and that it was within normal limits. The reporter stated they do use this set with a pressure bag rather than an infusion pump. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.